Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on an unknown date and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving three separate products.

Manufacturer narrative:
This is one of two device reports related to this event, 1225714-2014-15749 and 1225714-2014-15750.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired after the use of the product.